Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a vizigo sheath and the patient experienced cardiac tamponade that required drainage. After the procedure a cardiac tamponade occurred. After the patient returned to the ward, the patient¿s blood pressure dropped. The patient vomited, prompting drainage to be performed. The patient¿s condition stabilized after the drainage was performed. Patient required extended hospitalization. It was suspected that difficulty manipulating the catheter for ripv (right inferior pulmonary vein) and excessive bending of the sheath might have caused myocardial injury. The catheter briefly slipped out into the ra (right atrium), and varipulse¿ bi-directional catheter was operated momentarily. The issue was noticed immediately and managed promptly, so it was believed there was no problem. There were no malfunctions with the varipulse or the sheath. The patient required extended hospitalization due to recurrence; however, the recurrence was not related to the procedure. The patient has been discharged from the hospital. No evidence of a steam pop. The flow setting was set to 4ml. During ablation, 30 ml. No abnormalities were found on the flow. Although there were no anatomical factors that hindered manipulation, the physician was inexperienced with catheter handling and had difficulty performing the procedure and it was reported that the difficult catheter manipulation was due to patient anatomy. Vizigo short sheath was used and there was also no malfunction with the sheath. It was reported that the operator considered that manipulating the catheter by bending the sheath may have resulted in myocardial injury due to scraping of the myocardial tissue. The sheath was used with greater bending than usual. This event was already reported under the varipulse¿ bi-directional catheter (2029046-2026-01257), however, based on additional information received on 12-may-2026, that the operator considered that manipulating the catheter by bending the sheath may have resulted in myocardial injury due to scaping of the myocardial tissue, the sheath is also being reported.